Event description:
During PICC line exchange, while in process of inserting wire to maintain access, PICC line catheter receeded into venous access site. Catheter was unable to be extracted using hemostat. Snare for foreign body retrieval was required for extraction.